Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 762326.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of sensation in his limbs shortly after the implant procedure due to a hematoma in the thoracic spine area. Therefore, the patient went to the emergency room and underwent an explant procedure during which the implantable pulse generator (ipg) and lead was removed. The patient was expected to fully recover postoperatively and has regained all function of his limbs. The explanted devices will not be returned as they were retained by the medical facility.